Event description:
It was reported that there was an over infusion of lasix (furosemide; concentration 500mg/50ml), which was programmed using the guardrails drug library as primary infusion to run at 1ml/hr or 10mg/hr starting at 10:25. After multiple alarms over a 45 minute period, including switching channels, it was discovered by the nurse at 12:30 that the entire 500mg bag of lasix had infused into the patient. The pump alarmed ¿air in line¿ nearly every 5 mins for over 45 mins, and near the conclusion of the event, alarmed check IV set twice. The nurse transferred the lasix infusion from one pump module to another because the module would not stop alarming air in line, even though there was no air seen in the line. There were no other infusions concurrently running at the time of the event. The nurse may have used alcohol to clean the inner channel due to the alarms. It is unknown if the roller clamp was open or closed. It is unknown if the safety clamp was open or closed. It was reported there was patient harm, and the patient was transferred from med-surg to ICU. The customer stated that it is inconclusive if the patient consequences are solely related to the event. The patient was unstable prior to event, during event, and after event with hypotension, loss of consciousness at times, and was anuric. The patient required 3 days of dialysis but has since recovered. When device return was requested, the customer stated "the legal team here that the pump must remain in house as it is on litigation hold/preservation."

Manufacturer narrative:
The reported issue of over infusion of lasix could not be confirmed as no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. The root cause of the customer¿s complaint of over infusion of lasix was not determined because no product or device logs were returned. A review of the device history record showed the device had a manufacture date of 12/28/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer under tw complaint (B)(4). H3 other text : no product received.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. (B)(4). Patient diagnosis: hypoxia, congestive heart failure, edema.

Event description:
It was reported that there was an over infusion of lasix (furosemide; concentration 500mg/50ml), which was programmed using the guardrails drug library as primary infusion to run at 1ml/hr or 10mg/hr starting at 10:25. After multiple alarms over a 45 minute period, including switching channels, it was discovered by the nurse at 12:30 that the entire 500mg bag of lasix had infused into the patient. The pump alarmed ¿air in line¿ nearly every 5 mins for over 45 mins, and near the conclusion of the event, alarmed check IV set twice. The nurse transferred the lasix infusion from one pump module to another because the module would not stop alarming air in line, even though there was no air seen in the line. There were no other infusions concurrently running at the time of the event. The nurse may have used alcohol to clean the inner channel due to the alarms. It is unknown if the roller clamp was open or closed. It is unknown if the safety clamp was open or closed. It was reported there was patient harm, and the patient was transferred from med-surg to ICU. The customer stated that it is inconclusive if the patient consequences are solely related to the event. The patient was unstable prior to event, during event, and after event with hypotension, loss of consciousness at times, and was anuric. The patient required 3 days of dialysis but has since recovered. When device return was requested, the customer stated "the legal team here that the pump must remain in house as it is on litigation hold/preservation."